Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Repeat testing was performed and generated negative results. Per the consumer, her husband tested positive. The consumer works at a daycare and didn't want to risk exposing families. Confirmation testing was performed and generated positive results (24 hour test). Although requested, additional information, including patient treatment and outcome was not provided.